Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump received alarm for low battery replaced the battery and the display was blank. The customer was advised to call us back when someone is there to assist her so we can troubleshoot for the blank display. The insulin pump will not be returned for analysis.